Manufacturer narrative:
The pump was visually inspected and was tested for any signs of function and pressure failure. The event history log was uploaded for further investigation. The plastic tab on the customer's pump was verified. After multiple occlusion and calibration tests, the customer's pump was functioning properly within manufacturing specification. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specification. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that a patient who had a chemo running over a week not infuse much but the pump said it infused everything. The bag was full and so we investigated the pump and found out it had an extra plastic piece where the cassette attaches which could have not allowed the pump to function properly. The cassette still fit on, but did not infuse properly. Bag did not infuse, no alarms noted. Patient did not receive seven days worth of 5fu. Cadd solis pump displayed 0.6ml reservoir volume of a 252ml bag. Settings noted as correct ie: rv 252ml. Rate: 1.5ml/hr. Patient's port flushed easily with positive blood return. Patient returned to office. After careful investigation of the pump, we found an extra plastic piece on the pump where the cassette attaches that does not allow for the cassette to fully attach flat to the pump. A gap is created between the pump and the cassette, which ultimately would hinder the flow of the product. The pump thinks it's infusing, but in reality, it is not.